Manufacturer narrative:
The technician found the CPR/trend valve failing. The technician replaced the valve to repair the bed.

Event description:
Info received indicates the head hi/low is drifting down.